Manufacturer narrative:
An evaluation and visual examination of the involved bioscrew could not be performed, as the product was not returned from the customer. A review of the device history record found that this unit was manufactured on 08/14/07 (B)(4). There have been no other complaints for this lot #bbd23445 of product. The IFU (w55-000-203) for this product provides several warnings and precautions to prevent screw breakage. Insufficient quantity or quality of bone for attachment. Blood supply limitations and/or previous infections which may tend to retard healing. Patients with active sepsis. Conditions which tend to limit patient's ability or willingness to restrict activities or follow directions during the healing period. This event and second surgery occurred between 2008-2009. A post market review (B)(4) for this bioscrew family concluded that these devices continue to meet all requirements for acceptable risk levels. No unacceptable risks or new negative trends were identified with the products which would require further action at this time.

Event description:
A report was received on june 9, 2011 regarding surgery on a patient that occurred in (B)(6) 2008. The report stated that the patient sustained an injury to his right anterior cruciate ligament while wakeboarding. On (B)(6) 2008, the patient underwent an acl reconstruction with fixation using bioscrew bioabsorbable screws manufactured by conmed linvatec. The procedure was completed with no problems or any adverse effects reported. The patient resumed his activities until nearly a year later when he experienced swelling and pain. The patient went back to his surgeon, where an x-ray revealed a loose body in his right knee. The post operative report revealed that all of the bio-absorbable fixation screw in the femur had dissolved except for the head, and the head had broken off and worked its way into the joint. This resulted a post-operative acl reconstruction on (B)(6) 2009 to remove the broken head. Patient outcome: the broken screw was removed with some partial tearing, but the acl was otherwise intact and the knee was stable.